Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking, the stent strut of a 3.50mmx38mm synergy¿ drug-eluting stent was found damaged. The procedure was completed with another 3.50mmx38mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: synergy ous mr 3.5 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal struts were not damaged, centre to distal struts were pulled and stretched over the distal tip. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. An od (outer diameter) was taken of the undamaged proximal end of the stent which is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking, the stent strut of a 3.50mmx38mm synergy¿ drug-eluting stent was found damaged. The procedure was completed with another 3.50mmx38mm synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was good.